Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the fenestrated bipolar forceps instrument wire was frayed. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, during visual inspection; failure analysis investigation observed that the pitch down cable was broken at the distal end, but the crimp was still intact. Failure analysis investigation observed that the pitch up cable also had a small frayed cable. No other cable damage was found. An additional observation not reported by site was one grip sides was bent inward, toward the inside of the instrument tip. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.